Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer changed the infusion set and resumed insulin delivery. Customer's blood glucose was 300-450 mg/dl. As events occurred in the past, tandem technical support was unable to troubleshoot to determine possible cause of blockage.